Manufacturer narrative:
Troubleshooting of the device with the customer identified a lack of maintenance with the device that contributed to the depleted battery pack. The AED's pads were expired, with a labeled expiration date of 2023/8/31, and the main battery pack was nearly expired with a labeled expiration date of 2024/10/30. The cause of the AED not powering on was related to a lack of maintenance of the AED. As a follow up with the customer, the proper maintenance of this device was reviewed.

Event description:
A customer reported that their AED's active status indicator (asi) was blank when checking the unit. The customer confirmed that this issue did not occur during patient use.